Event description:
It was reported that the implant surgery took place on (B)(6) 2012. It was seen on x-ray that the catheter was passing through the ¿colon, bladder, something.¿

Manufacturer narrative:
Catheter model 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk.

Event description:
It was reported that the patient was implanted last week with a pump. During the procedure, it was indicated that the colon or bladder were perforated during the surgery when tunneling the catheter. The specific location was unknown. The patient was admitted to the intensive care unit (ICU) and was then flown to another facility and was in the ICU. It was believed that the patient was septic. It was reported that the patient expired on (B)(6) 2012. The cause of death was sepsis, secondary to r/o perforated colon due to catheter tunneling. It was noted that it was not confirmed as related to perforation. The death was not considered device related. The drug in the pump was morphine.

Manufacturer narrative:
(B)(4).